Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event and patient, please see associated report: MDR 9610905-2018-00024; MDR 9610905-2018-00025; and MDR 9610905-2018-00033. Reference exemption number e2017029. Reference exemption number e2017029.

Event description:
It was reported the plates and screws were removed due to loose screws.

Manufacturer narrative:
An investigation was performed using visual and stereo microscopic inspection on the product returned. There were no indications of material or manufacturing defects. The results of the investigation have concluded that no failure was found. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted. Product for this patient is captured on MDR 9610905-2018-00024; MDR 9610905-2018-00025; MDR 9610905-2018-00032; and MDR 9610905-2018-00033 and follow ups.